Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 1430, the device was programmed to deliver dilaudid 1 mg/ml, in the pca continuous mode, with a 0.1 mg loading dose, a 0.2 mg pca dose, an unspecified pt lockout, a continuous dose of 1 mg/hour, and a 4 mg four hour dose limit, and the delivery was started. Although not related to the dilaudid delivery, it was reported that during the evening shift, the pt's elevated blood pressure and heart rate continued even after treatment with unspecified concentration of lopressor. No values were reported. At 2245, during shift change the nurse noted that 7 ml was remaining in the vial instead of the expected 20 ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. At 0030, the customer reported that the physician discontinued the pca delivery and ordered dilaudid 2 mg ivp every 3 hours as needed. Though requested, no additional info was provided.